Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected at the time of the alarm. This event occurred during drain 1. The patient stated the connection between patient line of the homechoice cassette and the transfer set became loose and then the alarm occurred. The renal therapy service agent went over the proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.